Event description:
It was reported that a ventilator is alarming for a technical error indicating +24v power error, during a routine check. There was no pt involvement. (B)(4).

Manufacturer narrative:
A svc engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The following parts were returned: an oxygen gas module, pneumatic backplane pc-board, and an expiratory channel connector board. The reported +24v power error was not reproduced during tests in a reference ventilator. The failure was confirmed in the received device logs. The reported event has not been reproduced, therefore the cause could not be determined from this investigation. In the received device logs we found that the event happened the (B)(6), therefore the date of event was determined to be (B)(6) 2014. During simulated use testing with the oxygen gas module in a reference ventilator, the performed pre-use checks failed. Investigation showed that the failure was caused by a bent feather spring in the nozzle unit. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use checks and during ventilation, a high-pressure alarm will be generated, if the user set limit is exceeded. The cause for the bent feather spring has not been determined. The two received pc-boards were found to be within specification, and no malfunctions were observed during testing.